Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the instrument had a broken wire. The procedure was completed with no reported injury.

Manufacturer narrative:
Correction to section b3: the event date was updated to 01/02/2025 based on the event logs. As per the log review, the instrument was last used on (B)(6) 2025 during lymphadenectomy surgical procedure. The field action under section h9 should be isifa2024-09-c.

Event description:
Refer to h11 for follow-up information.